Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 297 mg/dl at the time of incident. The customer stated that the pump was dropped in water and kept "going out." Troubleshooting was not completed because the pump was not available. The insulin pump was not returned for analysis.